Event description:
It was reported back bleed did not occur and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. The patient had a thrombus on the transseptal guidewire and sheath, so both were removed and pressure was held on the right femoral vein. A small hematoma was noted so pressure was held. The left femoral vein was used, and the transseptal was successful. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The 27mm device was under compressed, so a 30mm device was prepped. The was sheath was getting air in the sheath and would not bleed back so a new double curve was placed. The 30mm device was inserted and it was noticed the patient had a drop in blood pressure (70 systolic) and the sheath was still was not bleeding back. A large hematoma was found in the right groin. The 30mm device was removed, and the sheath was brought to the right side and protamine was given. Pressure was held to the groin, and 2 units of blood were given. The estimated blood loss from the procedure was 500-600cc and all blood loss was femoral. The patient was stable two hours post-procedure. The physician felt that the air was caused by loss of volume creating a low pressure system in the left atrium. The patient was discharged (B)(6) 2021.